Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic lobectomy - "dr. (B)(6) deployed bag and bag was barely adhered to metal prongs. Bag was not fully attached to prongs and had to be retrieved." Patient status - stable.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation without the bag component. The event unit was disassembled for investigation. An internal component, the "pawl," was noted as being deformed. No other non-conformances were observed. The root cause of this incident is likely due to use error from not following the instructions for use (IFU) which call for the tissue bag to be fully deployed by pushing the thumb ring completely forward to the stop prior to retraction. If the device was retracted prior to full deployment, the supports may be pulled away from the tissue bag and caused the tissue bag to detach from the supports when redeployed. The hazard analysis was reviewed and determined that the risk associated with this incident is acceptable and the risk levels remain the same. No corrective actions are warranted. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied medical team member (B)(6) 2016: "I was told that immediately upon deployment the bag was not on the metal prongs. It essentially came out already loose."